Manufacturer narrative:
Correction: d9. Product available to stryker, h6 (device, method, results, conclusion and health impact) codes. The reported event was confirmed since the device was returned and matched the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned radel impaction device shows a structural fracture of the impactor tip at the proximal interface where it connects to the handle, indicating failure at a high-stress region. The component surfaces display abrasions and wear marks, consistent with repeated high-force impaction. A review of the labeling did not indicate any abnormalities. Following the investigation an nc was initiated, and a design modification was completed to prevent recurrence of the issue. If more information is provided the case will be reassessed.

Event description:
Glenosphere impactor tip developed a crack during use.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
Glenosphere impactor tip developed a crack during use.